Event description:
It was reported that while using the bd vacutainer® eclipse¿ signal¿ blood collection needle that the blood does not flow into the tube but out of it. This occurred 3 times. No patient impact.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ signal¿ blood collection needle that the blood does not flow into the tube but out of it. This occurred 3 times. No patient impact.

Manufacturer narrative:
H.6 investigation summary: material #: 368838; lot/batch #: 3177865. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.